Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm. Customer's father reported that the customer wore the device into a swimming pool. Blood glucose level at the time of the incident was 500 mg/dl, which was being treated with a manual injection. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads